Manufacturer narrative:
Received: one used partial. List #42800-07, transpac¿ it trifurcated monitoring kit, 60", 3ml flush devices, macrodrip (pole mount); lot #5819705. The reported complaint of disconnection was confirmed on the returned sets. One used partial: during visual inspection, the three pvc tubing ends were received separated from the luer pocket. Only one transducer was returned for evaluation. All the three tubing pockets observed to be tacky. The probable cause of the pvc tubing separated from the luer pocket on both the samples had occurred due to uv adhesive not being fully cured during assembly at manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is not yet complete. Uf/importer report # (B)(4).

Event description:
The event involved a transpac¿ it trifurcated monitoring kit, 60", 3ml flush devices, macrodrip (pole mount) where it was reported that the product kept on disconnecting while in use. Test done with the product and the parts disconnected. The patient was fresh post operation from the operating room (or). A few minutes later, all three of the flush lines connected to the transducers broke apart one by one. There was a blood back flow from the arterial line. They ended up changing the whole system. It was stated that the set up was fine with no problem. Transducer tubes broke apart and separated from transducer and started leaking while the patient was in cardiac surgery intensive care unit (csicu). The setup was in the morning and patient left or by noon to csic. In csicu, the tubes started to become lose and leaking fluid and blood backflow, they changed the set-up immediately upon patient arrival to the floor. There was a small amount of blood leak. The status during set-up was fine but after transporting patient csic the transducer started to leak, and tubes separate. Additionally, it was reported on the medwatch report that "all 3 of the pigtails of the ICU medical transpac IV trifurcated monitoring kit broke apart when connected to patient's pulmonary artery (pa) catheter, central venous pressure (cvp), and arterial lines¿. It was indicated on the report that the lot disconnected when in use for testing. There was patient involvement and delay in therapy. However, there was no medical intervention, no change in patient¿s condition, and no harm.

Manufacturer narrative:
Received: (B)(4) used. List #42800-07, transpac¿ it trifurcated monitoring kit, 60", 3ml flush devices, macrodrip (pole mount); lot #5819705. The reported complaint of disconnection was confirmed on the returned sets. (B)(4) used: during visual inspection, the three pvc tubing ends were received separated from the luer pocket. All the three tubing pockets observed to be tacky. The probable cause of the pvc tubing separated from the luer pocket on both the samples had occurred due to uv adhesive not being fully cured during assembly at manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.